Event description:
In 2008, the pt was treated for a ruptured ulcer in the transverse arch of the thoracic aorta with gore tag thoracic endoprostheses. The first device landed more distal to the left subclavian artery (lsa) than the physician intended. A dissection also became evident retrograde up to the lsa, so the physician implanted an add'l graft, covering the dissection. The proximal end of the device opened only partially, but the physician decided not to balloon and concluded the procedure without further incident. Two days later, the pt underwent a second procedure because the proximal end of the graft was partially invaginated. The graft fully opened with ballooning, and the dissection was not evident. No further complications have been reported. Further investigation is being conducted.

Manufacturer narrative:
A review of the mfg records has been conducted. Results - the review of the mfg records verified that this lot met all pre-release specifications. Conclusions - device used outside of the instructions for use (IFU). According to the IFU, gore tag thoracic endoprostheses are only approved for treatment of aneurysms. The safety and effectiveness for treatment of penetrating ulcers and ruptures has not been evaluated. Additional device: tg3410/05776120.